Event description:
Pt revised to address infection, found polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting indicated the products were not suspected of failing to meet specifications or contributing to the event. The reported mrsa infection is not likely to be product related. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear; however, polyethylene wear after approx seventeen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy conisiders the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.